Event description:
Infusion site problem with appearance of local inflammation , subcutaneous nodule. Medical intervention: concomitant medication or therapy started //further information unknown. No adverse patient effects were reported.